Event description:
Reportedly, the device has been found in vvi with a pacing amplitude at 5 v.

Manufacturer narrative:
The conclusions are as follows: the files analysis led to the following observations: - the last programming has been performed on 25/05/2022 (before the oldest follow up files provided). - no specific event has been recorded since which could have had an impact on the programming and the device is working as per specifications. - based on the available information, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Event description:
Reportedly, the device has been found in vvi with a pacing amplitude at 5 v.